Manufacturer narrative:
Per the clinic, the patient experienced a small postauricular wound dehiscence with intermittent draining.

Event description:
Per the clinic, the patient developed an infection and edema at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), and a fluid drainage procedure was performed on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was also treated with topical antibiotics (specific date and duration not reported) with frequent wound cleaning. The symptoms resolved and the implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for a skin flap revision surgery on (B)(6) 2026. However, a seroma had formed over the receiver/stimulator site and the device was subsequently explanted on (B)(6) 2026. Reimplantation is planned but has not taken place at the time of this report.